Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level ranging between 486-487 mg/dl, vomiting and diarrhea. Suspected cause of elevated bgs was due to insulin resistance. Customer set an increased temporary basal rate and delivered correction boluses to address bg prior to hospitalization. Customer was treated with a drip (unknown the type of drip), anti-vomiting medication and endone medication for pain. A system check was performed and no issues were observed with the pump. Customer was released from the hospital the following day with the issue resolved. No permanent damage was sustained by the customer.